Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that almost two weeks after the dental implant was installed in intraoral region #4 it was verified its non-osseointegration. Patient presented bone type iii and 45 n.cm was the primary stability obtained. Perforation of the sine membrane occured during surgery.